Event description:
It was reported that a pump displayed an altitude alarm, which led to the suspension of the customer's insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the pump's speaker holes and attempt resuming insulin delivery, but the problem persisted after following these instructions. Consequently, the customer was provided with a replacement pump and cartridge. Technical support advised the customer on how to return the malfunctioning pump and prepare the replacement pump, as well as to use multiple daily injections (mdi) as a backup therapy until the new pump was operational. The customer confirmed understanding of the instructions provided by technical support.